Event description:
Patient presented to the emergency department and was admitted due to a suspected stroke that may have occurred during the procedure. Imaging was performed, revealing a pseudoaneurysm of the right carotid. Physician brought the patient into the or and repaired the rupture. This resolved the issue.